Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp. The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (2007).

Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. When attempting to release the capsule, the plunger popped back in multiple pieces with the top falling to the floor. The capsule remained on the delivery system when it was removed from the pt. No serious injury to the pt was reported.